Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
It was reported that during use the ventilator had a low leak co2 rebreathing risk alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support with a test lung. The customer was advised to add a whisper swivel to the circuit while connected to a test lung and the alarm cleared when whisper swivel attached.

Manufacturer narrative:
G4: 03apr2020. B4: 09apr2020. The customer stated the issue was user error and it was addressed, the unit was return to use. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.